Event description:
Pt had a medtronic kappa 700 dr pacemaker implanted in 2005. Three mos later, at approximately 11:10 am, the pacemaker was adjusted by a hosp technician and also a technician from medtronic. According to the pt, the technicians experienced difficulty in getting the settings adjusted correctly. The pt died at home that evening less than 12 hours later.